Event description:
Healthcare professional reported "exchange/pain". Later, healthcare professional reported "painful capsular contracture", "deformity of the reconstructed breasts" and " no seroma pocket, although there was a small seroma in the actual pocket". This record is for the left side. The device was explanted and replaced. The device will not be returned.

Manufacturer narrative:
The reported events capsular contracture, late seroma, visibility/palpability are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture", "small seroma in the actual pocket", "deformity of the reconstructed breasts".